Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Event description:
Additional information was received and it was reported that the transducer prompted the system to display a usacquisitionhw_31 error message. The reported phenomenon occurred during a transesophageal echocardiography (tee) study. A new transducer was obtained and used to continue and complete the study. There was a delay of a few minutes while the replacement transducer was retrieved. There was no loss of data so the tee was not repeated. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), provide the initial reporter contact information (see section e1), update device evaluated by manufacturer (see section h3), and correct the result code (see section h6).

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to a gastro flex thermistor trace crack and open from an insufficient cable assembly and/or gastro flex reliability; this is related to design. Through a CAPA, improvements to the device will be integrated and released into production.